Manufacturer narrative:
The device was evaluated by ventec where the reported issue that its breath rate was not as expected was confirmed. Ventec replaced the control board to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the control board. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device needed maintenance. Upon evaluation of the device, ventec observed that the device's breath rate was not as expected. The device would intermittently and instantaneously increase speed during exhalation. There was no patient involvement associated with the reported event.